Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation.   This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the clamshell of the ilet pump case was separating while the device remained functional and blood glucose levels stayed in range, consistent with a hardware enclosure integrity issue involving the external housing. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued therapy management with guidance to sync data, shut down the device to avoid alerts, and use cgm via the dexcom app or receiver. Investigation included product support triage, verification of addresses and return logistics, user education on shutdown and startup procedures, and collection of usage context. Investigation of the returned device revealed a screen bezel or case separation consistent with mechanical enclosure wear or adhesive/housing failure, without device alarms or therapy disruption. It was concluded, based on previously established findings for similar reports, that the cause was component mechanical failure of the device housing unrelated to control algorithm performance.